Event description:
It was reported to manufacturer that the vns pt had a sudden onset of tissue vibrations in the throat, and severe headaches. The pt subsequently followed up with the treating physician and both a normal mode and system diagnostic test were performed and revealed high lead impedance, end of service was set to no. There was no report of trauma or manipulation of the device. X-rays were taken and sent to manufacturer for review. Review of x-rays revealed no obvious lead discontinuities or pin insertion issues that could be contributing to the high lead impedance. Attempts to obtain add'l info from the treating physician are underway. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gros lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.